Event description:
A 2.5 mm diameter x 8 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a distal rca lesion. The vessel morphology was reported to be small, tortuous, and calcified with 95% stenosis. The lesion was pre-dilated. It was reported that the physician had to do a lot of pushing and manipulating in his attempt to reach the lesion site. The stent was unable to cross the lesion and upon removal, the stent dislodged. The physician attempted to snare the dislodged stent; this was unsuccessful. The stent went into the aorta and was not retrieved. The intended lesion site was treated with poba. The pt is fine.

Manufacturer narrative:
.